Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis and death occurred. Approximately two weeks prior to the procedure, the patient had a myocardial infarction. Two lesions were identified; a 100% stenosed de novo lesion in the right coronary artery (rca) and a 90% stenosed eccentric de novo lesion in a moderately tortuous proximal left anterior descending artery (lad). The vessels were predilated and a 3.0x32mm taxus liberte¿ drug eluting stent was placed in the lad and a 2.75x38mm taxus liberte¿ drug eluting stent was placed in the rca. A third 2.75x23mm non bsc stent was placed in the distal third rca. The 10,000 units of heparin and gp iib/iiia was administered during the procedure. The physician reported an ¿excellent¿ result. No patient injuries or complications occurred. Patient status was satisfactory. Four days later the patient presented with a myocardial infarction. Angiography showed the stent in the lad was totally occluded with thrombus. The stents in the rca were patent. A thrombectomy catheter was used in an attempt to restore flow to the lad. The patient went into ventricular tachycardia followed by ventricular fibrillation and was asystole. Cardiopulmonary resuscitation was performed and intracoronary streptokinase was administered. The physician was unable to restore flow to the lad and the patient expired in the cath lab.

Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)